Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level was 50 mg/dl. The customer reported the infusion sets for (B)(6) have all been used. The customer had no symptoms. The customer did not treat the low blood glucose level. The current blood glucose level was unknown. The customer did not troubleshoot the issue. The insulin pump or infusion set will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.